Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the circumflex (cx) artery and bifurcation in the left marginal branch. The 2.0x28mm xience xpedition stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to advance due to the anatomy. The struts of the stent were noted to become deformed and the stent became dislodged from the balloon. The dislodged stent was removed with the sds without issue. Another xience xpedition stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be confirmed as the reported failure to advance could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified lesion causing the reported failure to advance and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 2923 removed

Event description:
Subsequent to the initial report being filed, return device analysis noted that the stent implant stent was stationary on the balloon and not dislodged as initially reported. There was a bent and lifted strut observed on the proximal end of the stent. Follow-up with the account confirmed that the reported ¿dislodgement¿ was the bent and lifted strut observed on the returned device. No additional information was provided.